Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to an unspecified product performance issue. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) was also explanted and replaced during the same procedure due to normal battery depletion (nbd). No additional adverse patient effects were reported. Additional information received reported that this rv lead was surgically abandoned and replaced due to inappropriate shocks secondary to oversensed noise. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to an unspecified product performance issue. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) was also explanted and replaced during the same procedure due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.